Event description:
Ascites; abdominal pain; redness in peritoneum (wound erythema); white moss like substance in peritoneum; aseptic peritonitis; pyrexia. Info rec'd on 18-dec-2006 from a physician via a dist regarding a male pt in 2006, the pt underwent a partial hepatectomy for gallbladder cancer with no pre-operative complications. One sheet of seprafilm was placed on the resected side of the liver and an unspecified concomitant device was used. On an unk date in oct-2006, the pt developed peritonitis in his "whole" abdominal cavity. The exact location of the lesion could not be determined by laparoscopy because the area of the abdomen was blinded by the transverse colon. An unspecified culture test was negative. The pt's hospitalization was prolonged and the event is ongoing. The surgeon assessed the event as severe and definitely related to seprafilm. Add'l info rec'd in 2006 regarding the pt, who had a laparoscopic cholecystectomy in 2006 (date unk) and an allergy to contrast agent. There was no history of diabetes or smoking. The pt was admitted to the hosp in 2006 for gallbladder cancer and had no preoperative complications, had not undergone nuclear radiation therapy, had "good nutrition status" and was not anemic. 2 days later, the pt underwent a planned partial hepatectomy (s4a s5 resection), one adhesion to the gallbladder was removed, and there was no anastomosis. The intraperitoneal cavity was washed with 3 liters of water and no signs of infection or non-purulent inflammation were seen. One sheet of seprafilm was placed at the incision of the liver. The incision was approx 3 cm long with three layers. The first layer (peritoneal layer) was sutured consecutively with polysorb absorbable multifilament. The skin layer was closed manually with knotted surgelon non-absorbable synthetic sutures. A round 6.3mm bard closed drain was placed in the winslows foramen and was in "good condition" following the operation. It was removed 8 days later. The surgery took 5 hrs and the pt lost 3800g of blood without infusion. Following surgery, the pt developed intermittent abdominal pain. He was discharged 4 days later, but continued to experience pyrexia with a normal white blood cell count (unspecified) and a mildly elevated c-reactive protein (2-5). The pt was administered sulbactam cefoperazone (antibiotic) 2g/day intravenously for 2 dyas. 10 days later, blood tests showed the white blood cell count was 5.19 and c-reactive protein was 5.19. Two days later, an ultrasound and a CT scan revealed ascites retention, which was drained by puncture. A culture test of ascetic fluid for detection of general aerobes was negative. Five days later, the pt continued to experience mild pyrexia with aggravated abdominal pain. A blood test showed that the white blood cell count was 5680, c-reactive protein was 14.05, total protein was 6.2 and albumin was 2.4. Ascites retention was confirmed (test unspecified). The pt was re-admitted to the hosp 3 days later. Four days later, two liters of ascites retention was drained by puncture. Six days later, diagnostic laparoscope showed "redness" in the entire peritoneal abdominal cavity and scattered "white moss like something". The abdominal cavity was washed with water and the seprafilm had been completely absorbed into the body. No change was observed after the procedure. The pt's white blood cell count was 6160 and c-reactive protein was 10.42 next day. The pt was administered prednisolone sodium succinate (anti-inflammatory) 20mg/day intravenously from for six days and 10mg/day for 2 days, which improved the abdominal pain. The event improved, but was still ongoing, the reporting physician commented, "the events developed after clean operation. The peritonitis could be considered aseptic peritonitis due to the findings of the sample test. Therefore, no other causality could be considered other than seprafilm." The physician changed his causality assessment of the events from definitely related to probably related.